Manufacturer narrative:
Ps304609 method: the complaint mr290 vented autofeed humidification chamber was not returned to fisher & paykel healthcare. Our investigation is thus based on the information provided from the hospital and our knowledge of the product. Results: the customer stated the complaint mr290 chamber had a crack on the chamber dome. The crack was identfied by the customer when opening the package of the device. Conclusion: we were unable to determine what had caused the damage to the chamber dome; however the crack was discovered upon opening of the package. Thus, it is likely that the damage occured during transport/shipping process. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in illinois reported on behalf of a healthcare facility in wisconsin that a mr290 humidification chamber had a crack. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of retrieving further information or photographs of the device. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility in wisconsin that a mr290 humidification chamber had a crack. There was no patient involvement.